Manufacturer narrative:
Examination of the production records of the involved item indicated it was manufactured according to specification. The involved item was received and underwent an examination. The visual examination (under a microscope) revealed breakage in the middle of the screw shaft. In addition, the screw was cut longitudinally and material integrity was found in order. It is noted, that the discussed case involved post-radiation hard vertebral bone, and that tapping was performed using a 5mm diameter bone tap (prior to 5.5mm diameter screw insertion).

Event description:
During a surgery with the carboclear pedicle screw system, for the treatment of oncological patient, a screw broke while being inserted into the pedicle; the screw was removed and surgery was successfully completed.